Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having difficulty removing the larger part of the t:clip from the pump. The customer stated that the patient line was pulled out of the cartridge. The customer's blood glucose level was not impacted. Recommendation was made to change the cartridge.